Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on posterior assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold, stress marks and wear abrasion observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.